Event description:
It was reported that faradrive steerable sheath clear was selected for farapulse. During the procedure when the sheath was inserted and attempt was made to aspirate with the syringe, air bubbles were observed. Multiple attempts were made to aspirate on the sheath, however the issue persisted. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as retained by the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.